Event description:
It was reported that the patient's device went into a power-on-reset (por) condition following a rf ablation procedure. The code 0 x 400 message appeared with the por. It was noted that the rf ablation was performed at l3, l4, l5 and s1. The patient's lead was implanted at t8/t9 and probably extended down to t11 and t12. Further information was requested.

Manufacturer narrative:
(B) (4).